Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were both fractured and both displayed high and undefined impedance. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.